Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (13) thirteen days post initial procedure during a routine follow-up, a computed tomography (CT) scan revealed the right iliac limb was occluded. The patient has no complications at the moment and will undergo a re-intervention to correct this issue.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix right common iliac limb occlusion as well as the additional endovascular is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was buckling of the right iliac stent proximally that also occurred. No contributing factors were identified. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged with a stable pulse following re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem. B6: relevant tests and lab data. G3: date received by manufacturer - updated. H6: health effect - impact code - remove 4614.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (13) thirteen days post initial procedure during a routine follow-up, a computed tomography (CT) scan revealed the right iliac limb was occluded. The patient has no complications at the moment and will undergo a re-intervention to correct this issue. Additional information: a clinical evaluation shows reasonable evidence to suggest there was buckling of the right iliac stent proximally that also occurred. Additional information was received on 06 december 2022 that a re-intervention took place. The patient underwent a thrombectomy and was treated with the deployment of a b-aortic balloon-expandable (non-endologix) stent. Additionally, the distal thrombus was embolized. The patient's flow was deemed satisfactory and they were discharged with a stable pulse.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (13) thirteen days post initial procedure during a routine follow-up, a computed tomography (CT) scan revealed the right iliac limb was occluded. The patient has no complications at the moment and will undergo a re-intervention to correct this issue. Additional information: a clinical evaluation shows reasonable evidence to suggest there was buckling of the right iliac stent proximally that also occurred. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix right common iliac limb occlusion is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was buckling of the right iliac stent proximally that also occurred. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.